Event description:
Customer reported a motor error alarm. She stated that she did a complete set change and then received an alarm for a loose drive support cap. The blood glucose reading was 140 mg/dl. She stated that insulin was squirting out during the manual prime. She stated that the drive support cap was protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker, cracked display window corner, cracked battery tube threads and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.